Event description:
It was reported that there was low sensing values or undersensing noted on the device. It was further reported that the device identified episodes of asystole, which were reported to be false asystole episodes. The device remains in use. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.